Event description:
A doctor requested a carbomedics annuloflex ring size 30mm. Upon opening the implant, the circulating nurse and scrub nurse confirmed the serial numbers on the implant and on product packaging and labels. All numbers on the paperwork indicate one number but the tag serial number attached to the implant indicates a serial number that is one digit off from the serial number on the paperwork. When the serial numbers were not a match, the scrub nurse asked the physician assistant to check the numbers. The physician assistant also indicated that the numbers did not match. The doctor was notified and elected to proceed.